Manufacturer narrative:
The returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The tip area showed inner liner buckling damage. The stent was partially deployed approximately 1.54cm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6mmx80mmx120mm epic¿ stent was selected for use. However upon opening the package, it was noted that the tip of the stent was partially out of the delivery system. The device was not used and the procedure was completed with a 6mmx80mm innova stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that inadvertent stent deployment occurred. A 6mmx80mmx120mm epic¿ stent was selected for use. However upon opening the package, it was noted that the tip of the stent was partially out of the delivery system. The device was not used and the procedure was completed with a 6mmx80mm innova stent. No patient complications were reported and the patient's status was stable.